Event description:
It was reported that the patient is requesting a replacement of his inflatable penile prosthesis (ipp) after fifteen years due to erectile dysfunction. A patient outcome of stable was reported.